Event description:
The customer reported device was found defective during shift check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported device was found defective during shift check. There was no pt involvement. The customer localized the issue to a blown fuse on the power pca. The customer was provided with part identification info for ordering a replacement power pca. Note that the fuse being blown on the power pca is indicative of the device failing to power up via ac or dc power.